Event description:
On the event date, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter readings of "202 and 162 mg/dl" were inaccurate high compared to her feelings/normal readings. The inaccuracy issue first occurred three days prior, at 5:30 pm (3 days before contacting lfs). The patient self adjusts her insulin dosage; however, it is unknown if she continued to take her usual amount of insulin or if she made any adjustments. She claimed that she developed symptoms of feeling shaky and nervous at an unknown time after the reported issue began and that she had to eat earlier than normal three days later. It is unknown if the patient tested while experiencing the symptoms. It is also unknown what her activity levels were before the onset of the symptoms, if there were any recent changes in her diet, and what medications she took before the onset of the symptoms. No other blood glucose results other forms of treatment were reported. The medical affairs specialist was unable to contact the patient for additional info. Therefore, this complaint is being classified based on the customer care advocate's documentation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after obtaining alleged inaccurate high meter readings. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.